Event description:
It was reported that the system 9800 displayed overvoltage errors intermittently. Especially when the system was being used for extended periods with high level exposures. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Diagnostics showed that the battery charger system to have errors. It was determined that the batteries were marginal and were replaced. The system was tested and found to be working as intended and placed back into service.